Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction occurred. In addition, it was reported that the pump indicated a data log corruption. The customer's blood glucose ranged from 115-120 mg/dl. Customer continued to use the current pump for insulin therapy.